Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a vibrational alert delivered due to noise resulting in oversensing on the right ventricular (rv) lead. The device high voltage therapy was switched off, and a lead replacement procedure was scheduled. No further intervention has been performed at this time, and the patient was stable with no consequences.